Event description:
It was reported that the pump alarms "cassette removed." Issue was found during testing and not while in use with a patient.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and address, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of "cassette removed alarm" was not duplicated, the pump did have a peeled downstream occlusion (dso) seal. During functional testing the device was working properly and as intended. No problem found. Performed standard preventative maintenance to bring pump into full functionality. The device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.